Event description:
It was reported that the patient received inappropriate atp therapy for atrioventricular nodal reentrant tachycardia. The patient was asymptomatic. The physician elected to keep the programmed settings as is and will continue to monitor the patient.

Manufacturer narrative:
(B)(4).